Event description:
The iab leaked. This was the only info available at the time of the report. On 3/25/97, the following info was rpt'd to datascope: blood backed up into the sheath during advancement. The balloon catheter was withdrawn per the m.d.'s request, and a second sheath was used. The pt was transferred to st. Vincent's charity for cardiac cath bypass surgery. Event complications: unk - rpt'd 3/5/97; none from the event - rpt'd 3/25/97. Pt current status: unk - rpt'd 3/5, 3/25/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1701. Evaluation: laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope has inc. This channeling phenonomen in its instructions for use for all stat iabs.